Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during introduction of the device, the physician asked the nurse to release the bowing/tension of the cuttingwire, however, the bow would not release. Therefore, the device could not be inserted into the duodenoscope. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the distal tip was bowed upon receipt and the working length of the device was twisted. The cutting wire length was measured and found to meet specification. Functional evaluation found that the device did not release the bow. Review and analysis of all available information indicated the most probable root cause for this event was handling damage since manipulation/handling of the device during unpacking/preparation could have cause the failure reported. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during introduction of the device, the physician asked the nurse to release the bowing/tension of the cutting wire, however, the bow would not release. Therefore the device could not be inserted into the duodenoscope. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.